Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The corporate provided blood port caps and adapter caps were returned attached to the dialyzer. The fiber bundle was wet and tinged with blood contamination. During the gross visual examination of the sample, no defects or irregularities were visually observed on the fiber bundle or any of the molded dialyzer components. The returned sample was subjected to a laboratory bubble point test. An internal leak was detected as a steady flow of bubbles emanating from the potting cut surface on the non-cavity ID end at approximately 100°, with the dialysate ports situated at 0°. The dialyzer was then subjected to destructive disassembly for further visual examination. Upon extraction of the fiber bundle, a broken fiber was identified at the same location of the leak. Further examination of the fiber bundle did not identify any other damage or irregularities. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.

Event description:
It was reported that an internal dialyzer blood leak occurred two to three minutes after the initiation of a patient¿s hemodialysis (hd) treatment. The blood leak was reported to be visually observed in the dialysate compartment of the dialyzer. A blood test strip was used, and it tested positive for the presence of blood. It was confirmed that the machine, a fresenius 2008k2, alarmed appropriately with a blood leak alert. No obvious damage was seen on the dialyzer prior to use; however, after the event it was reported that broken fibers were identified in the fiber bundle. Fresenius bloodlines were also being utilized for the treatment. After the machine alarmed, the treatment was halted. The patient¿s blood was not returned; estimated blood loss (ebl) was less than 250 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The dialyzer was reported to be available for a manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that an internal dialyzer blood leak occurred two to three minutes after the initiation of a patient¿s hemodialysis (hd) treatment. The blood leak was reported to be visually observed in the dialysate compartment of the dialyzer. A blood test strip was used, and it tested positive for the presence of blood. It was confirmed that the machine, a fresenius 2008k2, alarmed appropriately with a blood leak alert. No obvious damage was seen on the dialyzer prior to use; however, after the event it was reported that broken fibers were identified in the fiber bundle. Fresenius bloodlines were also being utilized for the treatment. After the machine alarmed, the treatment was halted. The patient¿s blood was not returned; estimated blood loss (ebl) was less than 250 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The dialyzer was reported to be available for a manufacturer evaluation.